Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch report will be filed.

Event description:
It was reported during an atrial fibrillation ablation procedure, the introducer was reportedly leaking air. Another introducer from the same model was used to complete the procedure with no consequences to the pt. Add'l info was requested and is not available.